Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver observed unexpected insulin use and hypoglycemia after multiple unintended meal announcements on the ilet, including five breakfast entries within 30 minutes and four lunch entries within 15 minutes, which led to excess insulin delivery and rapid cartridge depletion. Symptoms included low blood glucose to 40 mg/dl and variable hyperglycemia up to 194 mg/dl. Outcomes included use of backup therapy without professional medical intervention or ketone testing. Investigation included review of device history and user reports, as well as troubleshooting and education on accessing delivery and glucose data within the device and app. Investigation of this case revealed user interaction errors related to repeated meal announcements and insufficient familiarity with device operation. It was concluded that the event was attributable to user-related use error and not a device malfunction, and additional training was arranged to mitigate recurrence.